Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-jun-2015, an fse performed on site service. The slv1 pcb (slave cpu) was replaced. All shell and tip alignments, z-home alignment on sorter arem and rt-tip and rt-cup alignments were performed. The piq sensor was replaced due to crashing of the sorter arm. The most probable cause of the reported event was due to a defective slv1board.

Event description:
On (B)(6) 2015, a customer reported error 2060 (tip attachment failure by main arm) and 2142 (failed to detect cup from sorter). The customer is unable to run lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.